Event description:
Device 2 of 4. Reference MFR report: 1627487-2012-04763, 04765, 04766. The pt rec'd three leads with different lot numbers. It was reported the pt felt like one of her leads would move and push on her skin when in certain positions. The pt thought the lead may be superficial, and the feeling was uncomfortable. In addition, the pt reported a pain or soreness at the ipg site and at the leads whether on or off. F/u identified the pt was scheduled for an appointment with her physician regarding the issues.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.